Manufacturer narrative:
The following are possible lots #: d4: medical device lot #: 22115490. D4: medical device expiration date: 12-jan-2026. H4: device manufacture date: 12-jan-2023. D4: medical device lot #: 23015302. D4: medical device expiration date: 17-jan-2026. H4: device manufacture date: 17-jan-2023. D4: medical device lot #: 23015251. D4: medical device expiration date: 12-jan-2026. H4: device manufacture date: 12-jan-2023. D4: medical device lot #: 23015268. D4: medical device expiration date: 12-jan-2026. H4: device manufacture date: 12-jan-2023. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023. H6: investigation summary. One sample was received and tested by our quality team. The male luer collar was separated and attached to a blue cap upon receipt and the complaint can be verified. The male luer collar was unscrewed and re attached to set. The re assembled set was tested and no connection or leak issue realized. The blue cap included was then screwed back on the male luer end and the collar popped back off. This type of cap is not recommended with this set and should not be used for this purpose. The root cause is due to user error/ improper use of device. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 20019e sets of the following lots: 22115490, 23015302, 23015251, and 23015268.

Event description:
It was reported while using bd smartsite¿ extension set pressure rated smallbore bifuse component separated. There was no report of patient impact. The following information was provided by the initial reporter: I have a broken microbore extension set that that was on a patient. The part is: ref# (B)(4). It looks like it was a defect where it slipped right out of the neck.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set pressure rated smallbore bifuse component separated. There was no report of patient impact. The following information was provided by the initial reporter: I have a broken microbore extension set that was on a patient. The part is: ref# (B)(4). It looks like it was a defect where it slipped right out of the neck.